Manufacturer narrative:
Stryker evaluated the device and was able to verify and duplicate the reported issue. The reported issue was caused by a missing magnet in the lid of the device. Investigation found the retainer clips were damaged, which caused the magnet to not be retained. This device was archived by stryker.

Event description:
The customer contacted stryker to report that their device did not provide voice prompts when the lid is opened as expected. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not provide voice prompts when the lid is opened as expected. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.